Event description:
It was reported that end user was being transfered from bed to wheelchair, when allegedly the cradle snappled, causing the end user to fall onto the bed. The cradle landed on end user's stomach.